Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose went low, her sensor readings were in the 300 to 399 mg/dl range, and her insulin pump did not alarm her with low glucose levels. At the time of reporting, the customer's blood glucose was 44 mg/dl. Nothing further reported.